Manufacturer narrative:
Investigation in process, but not yet complete.

Event description:
It was reported that the screw was broken when the surgeon inserted it. The surgeon used another product instead of it and the procedure was completed without any problems and delay.